Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed undersensing and low amplitude morphology signals. After several evaluations, the physician performed the automatic optimization and the system selected secondary vector configuration. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed undersensing and low amplitude morphology signals. After several evaluations, the physician performed the automatic optimization and the system selected secondary vector configuration. This s-ICD remains in service and no adverse patient effects were reported.